Event description:
The customer reported hot burning odor during an attempt to power off the uninterruptable supply (ups) involving unicel dxc 800 synchron system. The customer suspected an overnight power failure at the facility causing the ups to beep continuously and a fault error. Beckman coulter technical support (cts) advised the customer to unplug the ups from the wall and plug the unit directly into the wall. There was no report of injury.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance and was advised to order a new uninterruptable power supply (ups) from the MFR. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.